Event description:
Complainant alleged that while treating a pt the device successfully discharged energy to the pt twice. On the third attempt to defibrillate the pt, the device displayed a "bridge test failed" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that the pt expired, however it was not related to the reported malfunction.